Event description:
It was reported that an aiming arm would not line up with a femoral nail and this prevented proximal locking. There was a delay between 20-30 minutes, while the surgeon was trying both the static and dynamic holes. There was no reported harm to the patient. The procedure was successfully completed. The fracture appeared stable, so patient outcome looks to be positive. (B)(4).

Manufacturer narrative:
(B)(6). Device was not explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.